Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed that the touchscreen was faulty. The asp therefore replaced the touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was broken. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was broken. Per previous good faith effort (gfe) response, the customer stated that the touchscreen failed, and there were no cracks on the screen. A service quote for repair was sent to the customer for approval, and the customer accepted. The investigation is ongoing.